Event description:
A nurse reported to baxter (B)(4) during therapy the machine was programmed to take nil ultrafiltration (uf) from the patient but machine was displaying that it had removed 300mls from the patient. The hospital then set the program for 1 hour with no uf and the machine removed 100mls. There was patient involvement, but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The device was not returned to baxter for evaluation. A follow-up MDR will be submitted if any additional information is received.